Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: promus premier ous mr 8 x 4.00mm stent delivery system was returned for analysis. An examination (visual and via scope) of the crimped stent found the fist and second struts on the distal end of the stent lifted and pulled outwards. The stent showed no signs of movement and was set between the proximal and distal marker bands. The crimped stent outer diameter was within max crimped stent profile measurement. The balloon was reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the shaft polymer extrusion found no issues. An examination (visual and via scope) found no issues with the tip. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 13feb2019. The 80% stenosed target lesion was located in the severely calcified artery. A 8mmx4.00mm promus premier drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage.